Manufacturer narrative:
H.3., h.6: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-health care professional on behalf of the consumer, the consumer was experiencing an acanthamoeba eye infection while using the product, which has reportedly been using for a long time. Information regarding medical intervention or treatment received is not available. The current status of the consumer¿s eye is symptom¿s unknown at the time of this report. Attempts to gather additional information have been unsuccessful. No additional follow-up will be conducted at this time. The case may be reopened if new information becomes available.